Manufacturer narrative:
The technician found the communication cable has a worn pin. The technician replaced the communication cable to resolve the issue.

Event description:
The technician alleged the nurse call does not function. No patient impact.